Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the nozzle was corroded. The angulation in the up direction was out of standards due to the worn angle wire. The gap in the up/down knob was out of standards due to the worn angle wire. The charged coupled device lens had scratches. The bending section cover adhesive was broken. The protector of the control part of the universal cord had scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had foreign material in the air/water nozzle. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified directly below). The investigation is ongoing, if additional relevant information is identified, a follow up report will be submitted. The customer further reported that the device was reprocessed before being sent back for evaluation. The device was not used in a patient with the foreign material attached to the device. The user inspected the device to detect any malfunction before use. The device was appropriately precleaned without any delay after the procedure. There was no abnormality in the reprocessing accessories. Manual cleaning was performed within an hour after the procedure. The device was appropriately rinsed before manual disinfection. All scope channels were connected with tubes when the scope was setting up into the automatic endoscope reprocessor (aer). There was no effect from other products/reprocessing accessories/aer/ewd involved on the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, the foreign material could not be specified, a root cause could not be identified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the area where the foreign material remained. No physical damage was confirmed to the area where the foreign material remained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following IFU: IFU: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection states how to detect the events. IFU: gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the events. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.